Event description:
Event description guidant received information that during implant testing, this implantable cardioverter defibrillator (ICD) reportedly short circuited resulting in a lack of defibrillation therapy to the patient. The patient was externally rescued. The physician suspects the damage to the device resulted from shock therapy delivery into a shorted lead.